Manufacturer narrative:
The device has not been available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the chair suddenly stopped, tipped forward without tilting completely, customer's feet hit the ground, and caused injury.

Event description:
Alleges the chair suddenly stopped, tipped forward without tilting completely, customer's feet hit the ground, and caused injury.

Manufacturer narrative:
The power module was returned and evaluated. The alleged event could not be attributed to the returned component.